Event description:
The patient stated that about 6 years ago they had an abbott spinal cord stimulator implanted, but it didn't work for them. Caller explained that if they turned it up one point, then it would overstimulate their back, but if they stepped it back down one point they would get no relief. Caller stated they dealt with it and was still in pain for 6 years but last october decided to just turn it off. Caller stated they told their doctor they wanted a different stimulator and finally got the medtronic one. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).